Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cartridge pigtail luer lock and the infusion set would intermittently disconnect. Reportedly, the customer would confirm during the load process that the connection was tight and secure, there was no insulin leaking, and drops of insulin were exiting the tubing. Tandem technical support educated the customer on what could have caused the disconnection; customer acknowledged. Customer's blood glucose was 300 mg/dl at the time of the report.